Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that a patient presented with oversensing noise on the right ventricular (rv) lead resulting in pacing inhibition. During revision, the physician noted insulation damage on the rv lead. The physician elected to replace the rv lead. The patient condition was not known.

Event description:
Additional information received notes that the right ventricular (rv) lead was capped and replaced on (B)(6) 2023. The patient condition was stable before, during, and after the procedure.